Event description:
On 06/15/1999, the international distributor informed the MFR (MFR.) Via a faxed report of the following: on trail before implant, there seemed to have been some blockage which prevented the flow in the catheter or in septum. The sample was not used in the pt. The same type was used as a replacement. No further details were provided.